Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was blurry. No other information was provided by the hosp. The hosp did not report any pt complications.